Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transduodenal position for drainage in the common bile duct during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange was deployed; however, it failed to fully expand in the proper location. The stent was not visible in bile duct via eus view. The device was removed from the patient with the stent partially deployed on the delivery system. However, during removal of the device through the scope, the stent prematurely deployed and was stuck in the scope. Reportedly, the stent was removed from the scope using a snare, and the procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additional information received on january 19, 2021 and january 21, 2021. According to the complainant, the physician originally thought that the first flange of the axios stent failed to deploy/expand because the stent flange was not visible under eus. However, the physician later confirmed under fluoroscopy that the first flange did deploy but was in an incorrect location (most likely between the bile duct and duodenum).

Manufacturer narrative:
Block b5 and h6 (device code) have been updated with the additional information received on january 19, 2021 and january 21, 2021. Block h6: problem code 1484 captures the reportable event of stent prematurely deployed. Problem code 3009 captures the reportable event of stent first flange difficult to position. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transduodenal position for drainage in the common bile duct during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange was deployed; however, it failed to fully expand in the proper location. The stent was not visible in bile duct via eus view. The device was removed from the patient with the stent partially deployed on the delivery system. However, during removal of the device through the scope, the stent prematurely deployed and was stuck in the scope. Reportedly, the stent was removed from the scope using a snare, and the procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."